Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had still turned off. The customer¿s blood glucose level was 127 mg/dl. Customer stated that when he was in the water slide, the transmitter came up and noticed that there was moisture in the insulin pump screen. Customer reported that the type of moisture exposure was water. Customer was also tried changing the battery. Customer states they do not hear fluid when shaking the insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.